Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular system, that during vein harvesting, the endoscope did not fit down the rod of the harvester, the harvester appeared to be bent. The product was changed out. There was no harm to pt.